Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the correct dose was not profiled. A technical support specialist informed the customer that the mql and cabinet performed as instructed, and that the pharmacy would need to adjust the profile quantity from 1 to 2 to ensure the correct dose to resolve. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the correct dose was not profiled. The customer stated that the malfunction occurred when trying to issue medication to patients. However, there were no adverse events or injuries reported based on this event.